Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, copd, pulmonary fibrosis, heart damage, and other unspecified pulmonary damage/inflammatory response. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, copd, pulmonary fibrosis, heart damage, and other unspecified pulmonary damage/inflammatory response. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Additional information; the philips clinical expert re-assessed the patient allegations and determined there was patient harm, i.e. Serious injury. Section b, adverse event/product problem has been changed to adverse event. Section b, outcomes attributed to ae has been changed to other, as specific patient information is not known. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.